Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), abdominal abscess ('abscess infection in stomach/had an abscess infection in my stomach') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Dl12173-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: acetaminophen, midazolam, dexamethasone, aprepitant, oxycodone, fentanyl, toradol, metoclopramide, tapentadol, morphine, celecoxib, scopolamine, percocet, enoxaparin, citalopram and ibuprofen. Concurrent conditions included pelvic pain, uterine hypertrophy, hyperplasia endometrial, fallopian tube cyst, perineal pain, endometriosis of uterus, disorder ovarian, smoker, constipation, pneumoperitoneum, fibroma, methicillin-resistant staphylococcus aureus infection and menses irregular. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / constant spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type:cysts"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), abdominal pain upper ("pain in stomach"), pyrexia ("fever"), procedural pain ("severe pain") and vomiting ("vomiting") and was found to have uterine leiomyoma ("fibroids in uterus / other injury(ies) or complication fibroid tumors in uterus") and fallopian tube leiomyoma ("fibroids in uterus and fallopian tubes"). The patient was hospitalized for 10 days. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal abscess, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cyst, uterine leiomyoma, fallopian tube leiomyoma, vaginal discharge, back pain, pyrexia, procedural pain and vomiting had resolved and the abdominal pain upper had not resolved. The reporter considered abdominal abscess, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, genital haemorrhage, menorrhagia, procedural pain, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan confirmed that I had an abscess infection in my stomach where my uterus once was.; on an unknown date: I had an abscess infection in my stomach where my uterus once was. Pregnancy test urine - on (B)(6) 2012: a urine pregnancy test was performed today and the result was negative.. Ultrasound scan - on (B)(6) 2018: ultrasound show 138 ml volume uterus with a couple smaller fibroids tumor. He sure coils are identified. Ovaries are unremarkable.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, uterine leiomyoma, fibroids, anxiety,depression, fibroids on uterus, back pain, adenomyosis, cramping. Most recent follow-up information incorporated above includes: on 11-jul-2019: update of information (batch is not valid) and abdominal abscess symptom deleted. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), pelvic abscess ('postoperative pelvic abscess') and abdominal abscess ('abscess infection in stomach/had an abscess infection in my stomach') in an adult female patient who had essure (batch no. Dl12173-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: aprepitant, oxycodone, acetaminophen, toradol, midazolam, metoclopramide, tapentadol, morphine, fentanyl, celecoxib, dexamethasone, scopolamine, enoxaparin, percocet, ibuprofen and citalopram. Concurrent conditions included pelvic pain, uterine hypertrophy, hyperplasia endometrial, fallopian tube cyst, perineal pain, endometriosis of uterus, disorder ovarian, smoker, constipation, pneumoperitoneum, fibroma, methicillin-resistant staphylococcus aureus infection and menses irregular. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / constant spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria hospitalization and medically significant), cyst ("tumor / teratoma / cancer type:cysts"), back pain ("lower back pain"), abdominal pain upper ("pain in stomach"), pyrexia ("fever"), procedural pain ("severe pain") and vomiting ("vomiting") and was found to have uterine leiomyoma ("fibroids in uterus / other injury(ies) or complication fibroid tumors in uterus") and fallopian tube leiomyoma ("fibroids in uterus and fallopian tubes"). The patient was hospitalized for 10 days. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, abdominal abscess, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cyst, uterine leiomyoma, fallopian tube leiomyoma, vaginal discharge, back pain, pyrexia, procedural pain and vomiting had resolved, the pelvic abscess outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal abscess, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, genital haemorrhage, menorrhagia, pelvic abscess, procedural pain, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan confirmed that I had an abscess infection in my stomach where my uterus once was.; on an unknown date: I had an abscess infection in my stomach where my uterus once was. Pregnancy test urine - on (B)(6) 2012: a urine pregnancy test was performed today and the result was negative. Ultrasound scan - on (B)(6) 2018: ultrasound show 138 ml volume uterus with a couple smaller fibroids tumor. He sure coils are identified. Ovaries are unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, uterine leiomyoma, fibroids, anxiety,depression, fibroids on uterus, back pain, adenomyosis, cramping, pyrexia, pelvic abscess lot number dl12173 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), pelvic abscess ('postoperative pelvic abscess') and abdominal abscess ('abscess infection in stomach/had an abscess infection in my stomach') in an adult female patient who had essure (batch no. Dl12173-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: aprepitant, oxycodone, acetaminophen, toradol, midazolam, metoclopramide, tapentadol, morphine, fentanyl, celecoxib, dexamethasone, scopolamine, enoxaparin, percocet, ibuprofen and citalopram. Concurrent conditions included pelvic pain, uterine hypertrophy, hyperplasia endometrial, fallopian tube cyst, perineal pain, endometriosis of uterus, disorder ovarian, smoker, constipation, pneumoperitoneum, fibroma, methicillin-resistant staphylococcus aureus infection and menses irregular. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / constant spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria hospitalization and medically significant), cyst ("tumor / teratoma / cancer type:cysts"), back pain ("lower back pain"), abdominal pain upper ("pain in stomach"), pyrexia ("fever"), procedural pain ("severe pain") and vomiting ("vomiting") and was found to have uterine leiomyoma ("fibroids in uterus / other injury(ies) or complication fibroid tumors in uterus") and fallopian tube leiomyoma ("fibroids in uterus and fallopian tubes"). The patient was hospitalized for 10 days. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, abdominal abscess, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cyst, uterine leiomyoma, fallopian tube leiomyoma, vaginal discharge, back pain, pyrexia, procedural pain and vomiting had resolved, the pelvic abscess outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal abscess, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, genital haemorrhage, menorrhagia, pelvic abscess, procedural pain, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan confirmed that I had an abscess infection in my stomach where my uterus once was.; on an unknown date: I had an abscess infection in my stomach where my uterus once was. Pregnancy test urine - on (B)(6) 2012: a urine pregnancy test was performed today and the result was negative.. Ultrasound scan - on (B)(6) 2018: ultrasound show 138 ml volume uterus with a couple smaller fibroids tumor. He sure coils are identified. Ovaries are unremarkable.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, uterine leiomyoma, fibroids, anxiety,depression, fibroids on uterus, back pain, adenomyosis, cramping, pyrexia, pelvic abscess. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information and event "postoperative pelvic abscess" were added. Auto narrative supplement were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), abdominal abscess ('abscess infection in stomach') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Dl12173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: acetaminophen, midazolam, dexamethasone, aprepitant, oxycodone, fentanyl, toradol, metoclopramide, tapentadol, morphine, celecoxib, scopolamine, percocet, enoxaparin, citalopram and ibuprofen. Concurrent conditions included pelvic pain, uterine hypertrophy, hyperplasia endometrial, fallopian tube cyst, perineal pain, endometriosis of uterus, ovary inflammation, smoker, constipation, pneumoperitoneum, fibroma, (B)(6) infection and menses irregular. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria hospitalization, medically significant and intervention required) with post procedural infection, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / constant spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type:cysts"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), abdominal pain upper ("pain in stomach"), pyrexia ("fever"), procedural pain ("severe pain") and vomiting ("vomiting") and was found to have uterine leiomyoma ("fibroids in uterus / other injury(ies) or complication fibroid tumors in uterus") and fallopian tube leiomyoma ("fibroids in uterus and fallopian tubes"). The patient was hospitalized for 10 days. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal abscess, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cyst, uterine leiomyoma, fallopian tube leiomyoma, vaginal discharge, back pain, pyrexia, procedural pain and vomiting had resolved and the abdominal pain upper had not resolved. The reporter considered abdominal abscess, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, genital haemorrhage, menorrhagia, procedural pain, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan confirmed that I had an abscess infection in my stomach where my uterus once was.; on an unknown date: I had an abscess infection in my stomach where my uterus once was. Pregnancy test urine - on (B)(6) 2012: a urine pregnancy test was performed today and the result was negative. Ultrasound scan - on (B)(6) 2018: ultrasound show 138 ml volume uterus with a couple smaller fibroids tumor. He sure coils are identified. Ovaries are unremarkable.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, uterine leiomyoma, fibroids, anxiety,depression, fibroids on uterus, back pain, adenomyosis, cramping. Most recent follow-up information incorporated above includes: on 28-jun-2019: new pfs and mr received: this case becomes incident. New events added:abnormal bleeding (general), abnormal bleeding (vaginal)/ /constant spotting,(menorrhagia), uti's, depression, anxiety, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cysts, fibroids in uterus /fibroid tumors in my uterus and fibroids in fallopian tubes, pain, vaginal discharge, lower back pain, abdominal pain,abscess infection in stomach and fever, vomiting she did not undergo essure confirmation test, severe pain. Lot number and expiration date were added. Reporters ,concomitant drugs, concomitant conditions and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.